Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the pump failed volume testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, and a damaged rear label. There was no evidence to review in the device's event history log. Three accuracy tests were performed that confirmed the reported problem. The device was found to be over delivering to the manufacturing specifications, higher than three percent but lower than 5.5 percent. It was determined that the expulsor was the root cause. To address the issue the expulsor was trimmed to meet specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period.